Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) felt fullness in the throat and presented to the emergency room. An examination of the patient noted a fast heart rate that ws terminated with an external shock. An interrogation of the ICD did not see any episodes for the day of the event. It was further reported that the vt-1 zone was programmed to 130 bpm, with no therapy programmed in the lowest zone.